Event description:
Incorrect position of flex 'm' shoulder synergy coil. Coil positioned across front and back of pt. It caused a loop. Pt burnt skin, (thin t-shirt). Slight blister and redness, no broken skin. Device is 2 months old.